Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg had migrated and was experiencing discomfort at ipg site. It was also noted that the ipg had eroded through the patient's skin. The patient will undergo a pocket revision procedure.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient¿s ipg had migrated and was experiencing discomfort at ipg site. It was also noted that the ipg had eroded through the patient's skin. The patient will undergo a pocket revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was placed deeper in the pocket site.

Event description:
A report was received that the patient's ipg had migrated and was experiencing discomfort at ipg site. It was also noted that the ipg had eroded through the patient's skin. The patient will undergo a pocket revision procedure.